Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of hematoma and hemorrhage are listed in the prostyle instructions for use (IFU), el2127594, revision a, potential adverse events, section 9.0 as potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. The reported patient effects of hematoma and hemorrhage are known inherent risks of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery (lcfa) using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully placed. The tavr procedure was completed and hemostasis was achieved. A 4mm hematoma developed in the lcfa two hours post procedure and was not treated. Reportedly two days post procedure, while the patient was moving, the access site began bleeding. It was determined that a suture break occurred with both prostyle devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.